Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of being hospitalized for diabetic ketoacidosis and blood glucose of 345 mg/dl and low blood glucose of 44 mg/dl. Troubleshooting found that the pump appeared to be working as designed. Customer was advised to follow up with their doctor regarding the high blood glucose.